Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was getting power on reset message (por) on patient programmer (pp). Patient indicated that she had a procedure on the morning of this call to have her lead repositioned. There were no further complications that have been reported as a result of this event.